Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high and low blood glucose levels. The insulin pump had the wrong time. The customer's blood glucose level dropped to 50 mg/dl. The customer ate dinner to treat his low blood glucose level. Customer's blood glucose level went up to 328 mg/dl. His blood glucose level was off by 100 points. The customer believed it was an infusion set issue. The device was not returned.